Manufacturer narrative:
The customer informed to have replaced the proportional solenoid valve, and performed extended self-testing. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. The device has been returned to patient use, and no further assistance is required.

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator generated an error code ¿psol stuck¿, and became inoperative. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was recommended to replacing the air proportional solenoid (psol) valve, and to call back if the ventilator generated any additional error codes. Although requested, it is unknown if the ventilator was already repaired. (B)(4).